Manufacturer narrative:
(B)(4). Batch # m91m4m. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during and unknown procedure, the white tissue pad had fallen off. Changed to another one to complete surgery. There was no report on the patient injury.